Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of cancer and infection, deemed not device related, are considered unexpected adverse drug experiences.

Event description:
Healthcare professional (hcp) reported that patient was injected with harmonyca¿ in lower third and juvéderm® ultra 3. One week later, patient presented "a major facial edema with documented streptococcal cellulitis." Later reported, patient had ¿surgery of cheek-nose melanoma. The next day (24 hours after the surgery): face cellulitis with edema on all sites previously injected. Blood culture performed noting (non-device related) streptococcus ¿ mediastinitis associated to scan.¿ additionally, patient has been diagnosed with (non-device related) skin cancer and had surgery for their cancer 8 days later. In row of the operation, the patient triggers a very severe infectious reaction all over the face, especially on the injection sites." Treatment included surgical debridement. Symptoms ongoing/unresolved. This is the same event and the same patient reported under patient identifier (B)(6) ((B)(4)). This emdr is being submitted for the suspect product, juvéderm® ultra 3.

Event description:
Additional information showed symptom resolved.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, h6.